Event description:
It was reported that during the implant procedure, it was difficult to insert the competitiors atrial lead into the connector port of the pulse generator. After silicone oil was applied, the lead could be inserted and the device was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.